Event description:
It was reported that catheter removal difficulties were encountered. The severely torturous target lesion was located in the right coronary artery. A 38 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the balloon could not retract which resulted to damage of the tip of the guiding catheter. The procedure was completed without any patient complications reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: the device promus premier ous mr 38 x 3.50mm stent delivery system was returned to the complaint investigation site for analysis. Visual, tactile, microscopic and device-to-device interaction analysis was performed on the device. Multiple kinks were noted along the hypotube shaft. No issues or damages on the shaft polymer extrusion profile. There was also no stent was attached to the delivery system. Balloon cones were reviewed and were subjected to positive pressure. The bumper tip showed no signs of distal tip damage. The device was soaked in the water bath at 37 degrees and negative pressure was applied to the device to allow further deflation. The device could be loaded on a 0.0140" test guidewire and 6f guide catheter with no issues. No other device issues were identified during returned product analysis.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that catheter removal difficulties were encountered. The severely torturous target lesion was located in the right coronary artery. A 38 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the balloon could not retract which resulted to damage of the tip of the guiding catheter. The procedure was completed without any patient complications reported.